Manufacturer narrative:
Aga medical contacted the author of this article and no additional information has been provided regarding this event, including patient and device information. The implant, explant and event dates have been estimated. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.the article is attached to this report. - attachment: [a 974.pdf]

Event description:
The following information is from an article published in interactive cardiovascular and thoracic surgery; completely endoscopic removal of a dislocated amplatzer atrial septal defect closure device. A female patient had undergone asd repair using an amplatzer septal occluder seven months prior to admission at innsbruck medical university. On echocardiography the implant was found to be tilted, thereby leading to a large residual shunt and considerable thrombogenic risk. The aso was removed in a endoscopic robotic procedure.